Manufacturer narrative:
Additional medwatch information provided. The customer¿s report of broken sears and free flow was confirmed. Physical inspection showed that the sear was broken (one of the sear prongs was missing). Analysis of the pcu event log shows that the pump module was programmed to infuse nicardipine (cardene) 40mg/200ml at a rate of 12.5ml/hr at 4:17 pm on (B)(6) 2017. At 4:18 pm, an audio-visual alert occurred for door opened and then door closed. The user restarted the infusion. At 4:21 pm, the device alarmed for patient side occlusion. The user restarted the infusion. At 4:39 pm, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 4.394ml. At 4:58 pm, the system was powered on. The pump module then alarmed multiple times for flo stop open and the user channeled the device off again. Functional testing was performed and found the device delivering fluid within specification. Testing was able to replicate the sear failing to pull the flo stop closed when the door was opened, which could lead to unexpected flow. The root cause of the customer¿s report of free flow was identified as a broken sear. The cause of the broken sear is unknown.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the patient was in the recovery room status post craniotomy surgery. The patient was hemodynamically stable and recovering as expected. Staff began to remove equipment and IV lines that were no longer needed. As the nicardipine drip was removed from the infusion pump (no longer required) the patient received inadvertent bolus of medication, with resultant hypotension. She was treated with IV fluid, epinephrine, phenylephrine and was started on phenylephrine drip. She responded well to treatment, and stabilized quickly. The pump was sequestered for analysis and the patient was transferred to the neurosurgery ICU where she improved quickly. She was transferred to the step down unit on post op day 3, and was discharged uneventfully without sequella. Analysis of the pump demonstrated free flow state without an alarm. The pump has been returned to the manufacturer for further review."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump module had a broken sear (left side when facing the front of the door); the right side of the sear was intact. The pump allowed the infusion of nicardipine to continue without an alarm. When the door was opened, it allowed a free flow condition. As a result, the patient developed hypotension and a central line was placed. A bolus of a pressor was given and the patient was transferred to the ICU. There was no report of lasting harm. The facility's biomed department tested the module with the asm software and it failed the door ajar test.